Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown mentor saline device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with unknown mentor saline breast implants which the left side had issue with capsular contracture grade ii and deflation on the right side after implantation. Patient reported sharp pain. As a result, patient underwent removal and replacement with mentor implant on (B)(6) 2018. This report is for the right implant.